Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units and remained static. Reportedly, the cartridge was filled with 300 units of insulin. Blood glucose level was 141 mg/dl. During a follow-up call on (B)(6) 2018, the customer reported that the insulin gauge decreased as expected.